Event description:
The customer reports that the system has a defective power cable.

Manufacturer narrative:
This MDR is related to ge healthcare complaint number. The ge svc rep replaced the power cable. Operational check okay.